Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with four gore&#59397;excluder&#59393;aaa endoprostheses. On an unknown date, follow-up imaging identified a proximal type I endoleak and aneurysm enlargement (amount unknown). Reportedly, the endoleak was caused by the patient's angulated (angulation of 70 degrees) and shortened (length ~10mm) proximal aortic neck, resulting in a lack of wall apposition of the aortic extender component. On (B)(6) 2016, an additional procedure was performed to treat the endoleak. A stent was implanted into the right renal artery as part of a snorkel procedure. The procedure was completed with the implantation of two aortic extender components for proximal extension and deployed just below the superior mesenteric artery (sma). Final angiography showed all devices were deployed as planned without any reported issues, complete resolution of the endoleak, and the patient tolerated the procedure.